Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date has been estimated. Implant date has been estimated. Therapy date has been estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear and single leaflet device attachment. It was reported that in (B)(6) 2017 there was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Three mitraclips were implanted which reduced the mr to trace. In 2018 the patient was re-admitted to the hospital with symptoms and recurrent mr of grade 4. One of the mitraclips is no longer on the posterior leaflet as it is suspected to have torn a piece of the leaflet, but remains stable on the anterior leaflet. Another mitraclip procedure was performed on (B)(6) 2018. There was difficulty grasping the leaflets with the fourth mitraclip on (B)(6) 2018, but the leaflets were grasped and the mitraclip was deployed; however, mr was unchanged at grade 4. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the reported single leaflet device attachment in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.